Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient representative said that about an hour ago the patient rolled over in bed and heard a crunching sound. They said that the patient is on oxycodone and was not sure if the bone was crunched or the implant. They wanted to know if the implant could have broken or moved. Agent reviewed information. They mentioned ins was not working, agent attempted to clarify event date. The patient was redirected to their healthcare provider to further address the issue. They stated that they will charge external equipment and attempt to connect to ins. They said patient can walk around still.